Event description:
It was reported that during implant attempt, the helix would not deploy. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however, the proximal conductor was distorted, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.